Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device and the analog board was replaced by the user. As a result of the device being tampered with, root cause could not be firmly established. The digital board and display need to be replaced due to compatibility issues to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.